Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set was leaking. The reporter stated that the leak was from a hole in the line located 3-4 inches below the first injection port. The nurse immediately stopped the flow and connected a new line to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.